Manufacturer narrative:
The returned device was evaluated and had the cannula assembly deployed. The exposed cannula was found to be stretched and measured 16.70 mm. The fluid path was occluded and a tear was observed in the soft cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose; chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached over 300mg/dl while wearing the pod on his abdomen for between 24 and 36 hours. Treatment included changing out the pod and giving additional insulin. The device was returned for evaluation. Document increase in bg levels from all history in pdm records or as described by the caller: 12:30 pm 250; 2:00 plm over 300.